Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon, ¿no image¿, was found to be caused by a fault within the camera cable. There are defective pixels in the image due to a fault of the charge-coupled device (ccd). It was recommended that the camera is passed to the workshop for replacement of the faulty camera cable and faulty ccd, full inspection, and electrical safety test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, that could allow water to penetrate and damage electrical circuits inside the camera head. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center. Wet contacts could cause the equipment to malfunction. While uncoiling the camera cable, a part of the cable may form a loop of 10 cm or less in diameter. When such a loop is observed, do not forcibly pull the camera cable, but uncoil the loop and straighten it slowly, rotating the camera head. Forcibly pulling the loop can damage the camera cable. Never excessively bend, pull, twist, coil, squeeze or crush the camera cable. Doing so could damage the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Doing so could damage the cable. Never use a clamp or forceps to attach the camera cable to another object. Doing so could damage the cable.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during maintenance, the hd camera head had no image. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, externally, the camera was in a poor condition due to split in camera cable, the device failed water leakage test due to leaking cable, when connected to a processor, there was no camera image present due to faulty cable, and defective pixels were noted in the image due to faulty charged coupled device (ccd). The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.